Manufacturer narrative:
The pump driveline remains implanted. It was reported that the controller will be returned; however, it has not been received for evaluation as of the date of transmission of this report. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is two of two reports (3007042319-2015-00395 and 3007042319-2015-00396) submitted for devices related to the same event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a cleaning procedure to remove the contamination from the driveline connector. The controller ((B)(4)) was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Field service engineer confirmed the presence of a foreign material in the driveline connector and performed the cleaning procedure accordingly. The reported electrical faults were confirmed via review of the controller log files, which revealed two electrical fault alarms on the date of the reported event. The confirmed malfunction is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event is the ingress of contaminants onto the driveline connector pins resulting from unsealed inner lumen channels or the clinical process and subsequent handling of the driveline. These factors may have allowed external contaminants to enter the driveline connector. No harm or injury was reported for this patient as consequence of the event or the cleaning procedure. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-00395 and 3007042319-2015-00396) submitted for devices related to the same event.

Event description:
It was reported by the hospital staff that the patient experienced two electrical faults (e-faults). Logs confirmed the two e-faults. The alarms occurred again (3 times on (B)(6) and the patient was brought from normal ward to the ICU for procedure, hemodynamic situation completely stable. Cleaning procedure was performed and the implanting surgeon attended the situation. We had a pump stop for five (5) seconds for the inspection where a grey substance on the connector surface as well in the port of controller was noted. There were also two stops two times in a minute for the procedure with a stable patient. Controller was exchanged. This is two of two reports submitted for devices related to the same event.